Event description:
On (B)(6) 2015 the patient had not been seen in quite some time and the physician could not interrogate the generator. At this time, the issue was determined to be due to battery depletion. However, upon receipt of the implant card on (B)(6) 2015 for the patient's replacement on (B)(6) 2015, it was found that the battery life calculation for the generator showed > 10 years remaining until end of service. Therefore, it seems that the allegation of failure to program was not due to eos as the generator should have still been providing adequate therapy. The explanting facility is a no return site, so the explanting generator will not be returned for analysis.